Event description:
Consumer reported after wearing heat patch for about eight (8) hours, patch left blister on her leg. No medical attention was sought.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.